Manufacturer narrative:
A ge service rep performed an on-site investigation. The system hard drive was reformatted and the system software was reloaded. The system was then operating as intended.

Event description:
The customer reports that the 9600 system locks up when copying images to a floppy disk and must be rebooted. No pt injury was reported.